Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient lost a tooth and an align product may have contributed to the event.

Event description:
The patient reported losing one of their front teeth (unspecified tooth #). The patient did not report requiring medical intervention to alleviate the reported symptom. The patient did not report taking or being prescribed medication to alleviate the reported symptom. The treatment has been completed.